Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a decrease in shock lead impedance values. The values are out of range at this time. The lead was recommended to be explanted or a max energy commanded shock. The rv lead remains in service at this time. No adverse patient effects were reported.